Manufacturer narrative:
The insulin pump passed displacement test however, alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received missing end cap sticker, cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during infusion set changed. Customer's blood glucose was 132 mg/dl. Troubleshooting was done. Customer stated that the insulin was squirting out during manual prime. The customer was not able to exit during the preparing to prime loop process. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.